Event description:
Customer reported that the sensor gave inaccurate readings. The difference between the sensor reading and the blood glucose would be up to 100 points. He also reported an instance of the sensor needle hub falling off upon removing it from the packaging. Customer also reported calibration error alerts on the insulin pump. He stated that there was no incorrect or delayed entry of a blood glucose reading. Customer was advised on proper calibration protocol and it was determined that he was calibrating at the appropriate times and frequencies. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.